Event description:
Information was received indicating that after a patient caesarean section after analgesic treatment, it was found that the smiths medical cadd medication cassette was leaking. Per reporter there were no adverse effects and the cassette was subsequently replaced.